Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported than an alarm occlusion occurred. Reportedly, the customer changed supplies and successfully resumed insulin delivery. Customer's blood glucose (bg) level was in the 600s mg/dl with moderate ketones. Bg was addressed via a bolus and consumption of fluids.